Manufacturer narrative:
Date of event: estimated based on aware date as the event date was not reported.

Event description:
It was reported that balloon rupture occurred. A 2.00 x 20 nc emerge balloon was selected for use. The device failed to advance and upon inflation, the balloon ruptured at 10 atmospheres. The procedure was completed successfully with another nc balloon. There were no patient complications.

Manufacturer narrative:
B3 date of event: estimated based on aware date as the event date was not reported. Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and the balloon. There was blood in the guidewire and the balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the balloon located at the proximal end of the distal markerband. The device failed to inflate to rbp. Product analysis confirmed the reported event, as the device was found to have a pinhole damage to the balloon. Analysis could not confirm the reported crossing difficulties, which could not be confirmed because the clinical circumstances could not be replicated.

Event description:
It was reported that balloon rupture occurred. A 2.00 x 20 nc emerge balloon was selected for use. The device failed to advance and upon inflation, the balloon ruptured at 10 atmospheres. The procedure was completed successfully with another nc balloon. There were no patient complications.